Event description:
The pt had a refill performed which was uneventful. All refills used fluoroscopy. Following the refill, the pt needed to be cardiopulmonary resuscitated. The physician doesn't believe this incident was caused from a pocket fill. Once connected to a cardiac monitor, pt had a normal cardiac sinus rhythm. The pt was then admitted directly to the intensive care unit for observation. Discharged 3 days later. While hospitalized, the pump contents were aspirated and cultures/sensitivities were performed. A lumber tap was also done. All tests were negative. At a following refill, the pt was thought to have anoxic encephalopathy - which was then ruled out. At another uneventful refill 2 months later the drug concentration and rate were increased. Mid month the drug concentration was "horrible looking." Tests were done which were all normal, although pt was having some pain at the reserovir site. A refill was attempted. The 6-8cc of aspirated pump contents was described as "turbid fluid." Pt was then hospitalized for 4 days at another hosp. They did a spinal tap which showed no infection.